Manufacturer narrative:
The device referenced in this report was not returned for investigation. It was confirmed that there was no problem with patient's current condition. Acunav catheter is an imaging device only, used to evaluate cardiac structures and guide other non-siemens catheters delivering treatment and therapy. Therefore, it is unlikely that the acunav catheter could have caused or contributed to the patient's condition and this event was determined as not reportable. (B)(4).

Event description:
We received information that there has been no additional treatment for the pericardial effusion and no problem with the patient's current condition.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for investigation. The MDR will be supplemented if additional information is received. (B)(4).

Event description:
It was reported that a patient underwent pulmonary vein isolation (pvi) ablation for treatment of atrial fibrillation (afib) procedure. The report stated that after the catheter was inserted into the patients' anatomy, a magnetic sensor error occurred and the fan was not displayed. The cable was disconnected and reconnected but the reported issue was not solved. Subsequently, the cable was not recognized on the echocardiograph. The physician pulled the catheter out of the patient and an acunav catheter was inserted to continue/resume the pvi. It was during the pvi that a pericardial effusion was observed. This was confirmed with the intracardiac echocardiography (ice) catheter. At the conclusion of the procedure, the patient was transferred to the critical care unit (ccu). Accordingly, the physician commented that the patients' respiration violently fluctuated and the myocardium (muscular middle layer wall of the heart) was thick. No additional information was provided. Multiple attempts were made via email to obtain additional information but with no results.